Event description:
This pt underwent coil embolization of an aneurysm of the vertebral artery (and its parent artery). There was no calcification and no tortuosity in the target vessel. The orbit 637cf0510 (complaint prod) was used as 20th coil. The coil was stretched when it was inserted in the target sight slightly (approx below 1 cm) and then pulled back. During removal of the delivery sys, the stretched coil was separated and left in the vessel. The coil that remained was attempted to be removed with snare catheter, but the coil was separated into two pieces once again. Eventually all separated parts were fully removed with snare catheter. It took approx 1 hr to remove the stretched coil. The procedure was completed using total 25 coils and there was no adverse consequence to the pt.

Manufacturer narrative:
Add'l info indicated that prior to inserting in the pt, the delivery sys/coil or microcatheter were not damaged. All prods were prep per (IFU) instructions for use guidelines. During insertion of the delivery sys, no resistance or friction was reported. No info was provided if the coil was utilized like/similar to a guidewire. During coiling procedure, constat fluoroscopy was performed. No info was available if resistance was noted during removal from the aneurysm into the resistance excelsior (boston scientific). No issues were noted with the microcatheter. No info if constant and dedicated flush was maintained through the microcatheter. No add'l info for now, but if we would obtain any further info we will let you know as soon as possible. Add'l info will be submitted within 30 day of receipt.